Manufacturer narrative:
The device was returned for analysis. The reported the failure to achieve hemostasis was confirmed based on the returned device condition as the clip was caught at the distal end of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional tibial angioplasty procedure. Reportedly, the starclose se device clip was deployed, but hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.